Manufacturer narrative:
Section h3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were returned for review. However, the log files necessary to confirm the internal error and the abrupt system shut down were not provided. Therefore these errors could not be confirmed. Although not confirmed the most likely cause of the internal error message occurring after exiting the case is a known software issue. The most likely cause of the system abruptly shutting down may be due to another known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, the ¿quit¿ button was pressed to exit out and begin calibration for a new case. After ¿quit¿ was hit, the tablet and 24 inch screens went black and the system shut itself down. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed due to the problem reported.